Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Fsr connected the flow analyzer to check the problems with the delivered problems. Replaced gde (gas delivery engine) and preformed ovp (operational verification procedure) to manufacture specification also est (extended systems test) and both passed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator experienced both monitored and delivered tidal volume issues. The reporter confirmed that there is no patient involvement associated on this event.